Event description:
This is a spontaneous report by a nurse in the USA of peritonitis with culture (B)(6) for (B)(6) in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis due to contamination. The nurse reported that the patient asked to send alcavis bleach wipes and not regular alcavis wipes and that was why the patient was contaminated. It was unknown if a peritoneal effluent culture was performed. Treatment was not reported. Follow-up information ((B)(4) 2012): follow-up information received from a nurse. The nurse confirmed the previously reported event of peritonitis. The nurse stated that the patient was not hospitalized for the peritonitis. Treatment included an initial loading dose of vancomycin, intraperitoneally (ip), followed by 500mg, ip, to dwell 6 hours once a day). The nurse confirmed cause of peritonitis was that the patient asked to have alcavis bleach wipes sent and not regular alcavis wipes and that was why the patient was contaminated. The patient brought in an alcavis wipe to show the nurse and nurse noted that the alcavis wipes were not the same concentration of hydrochloride normally used by the patient. It was further clarified that the wrong wipe was delivered due to miscommunication at the warehouse, the situation was rectified and the correct alcavis cleanser was sent to the patient. On an unreported date, the patient was retrained and was given an unopened alcavis bottle from the clinic until the delivery came. The patient was directed not to use the incorrect wipes of a lower concentration. No further information was given at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique.